Event description:
It was reported that there was a leak of circulation water from the part where the y-shaped connector and the reflux connector were connected. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. During visual inspection a crack was found. While the device was being tested the leak was confirmed. The root cause of the leak was unable to be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.